Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: tf 431015 (self test fails), only 44mbar achieved on gain screen but vent can easily do 60mbar on other pressure tests. No patient involvement.